Event description:
Additional information was received from the patient via a company representative who reported that the patient went into the settings and cleared the patient data which fixed both issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient receives an unknown drug via an impla ntable infusion pump for non-malignant pain. The rep reported that the patient has been dealing with a connection lag issue with their pump and external equipment for about 6 months. The patient reported they are getting error message 156 and they are seeing 'please wait' when they are trying to connect to their pump to request a bolus. The technical services specialist reviewed how to clear the data on the personal therapy manager (ptm) and how to close out of the app after each bolus. The rep stated they will connect with the patient to review steps.